Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the oxygen and water colder products company (cpc) fitting on the front panel was loose. Therefore, the se tightened the fittings to resolve the issue. The fitting was manually twisted to verify it was securely fastened to the front panel. The se also disconnected and reconnected the associated disposable set fitting without any issues. Subsequently, the device passed all testing.

Event description:
It was reported that the port for gas input was loose.